Manufacturer narrative:
Continuation of d10: 694758 lead implanted: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a generator changeout procedure, the left ventricular (lv) lead was stuck in the header of the existing cardiac resynchronization therapy defibrillator (crt-d) port. Removing the set screw, applying mineral oil, flushing with saline, and using force were unsuccessful at removing the lv lead from the crtd port. The patient reported that a grinder was used to remove the set screw. Ultimately, the lv lead was removed from the port and successfully connected to the replacement crtd after testing normally. The crtd was electively replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.